Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically an error 42 associated with the g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer was given complete pump reset instructions by technical support and will reset the pump at their convenience, with plans to follow up if the issue continues.